Event description:
The customer reported to olympus their uretero-reno videoscope is bent approximately three (3) inches from the tip of the scope. The event occurred during reprocessing. There was no patient involvement. Upon inspection of the customer returned device, the olympus repair center found the bending section's rubber was damaged and the metal was sticking out. This report is being submitted for the malfunction found at evaluation.

Manufacturer narrative:
The suspect device was returned to olympus for evaluation, upon the reported event was confirmed due to broken frame. It was also noted cracks on the video connector case and plug. Additionally, a pinhole was observed on the bending section cover. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to date rec¿d by MFR of the initial medwatch. The aware date should be 09-mar-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. The device history record was unable to be reviewed however, the arp refurbish record no deviations that could have caused or contributed to the reported issue. Olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the cause of the reported event is undetermined. However, the likely cause is due to device handling by the user such as adding excessive stress to the bending section, or the bending section is possibly damaged, if insertion section is pushed by excessive force. The event can be detected/prevented by following the instructions for use (IFU) which state: -precautions: perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. -inspection of the endoscope: inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. -do not operate the angulation control lever with excessive force in a narrow space to the opposite direction from the bending direction while the distal end of the endoscope is not moved. The bending section may be damaged. Check the tip position of the endoscope and the shape of the bending section using fluoroscopy, etc. Do not insert the insertion tube with excessive force and twist. -do not insert the insertion tube with excessive force into the ureter or calix. The bending section may be damaged. Olympus will continue to monitor field performance for this device.